Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38 alarm. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and the customer reported receiving a pump error alarm. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found in the history files on 03/02/2024 19:24:36.000 due to corroded motor home switch because it is a hard failure that messes with the function of the pump. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, cracked case-corner of belt clip rails, corroded motor home switch, and corroded battery tube. Pump error 38 was not confirmed during testing, but was confirmed in the pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.